Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 545 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found to be dislodged and bent. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed that could have contributed to the reported cannula dislodging event. The cause of the reported dislodging of the cannula could not be determined. The exposed portion of the soft cannula was observed to be kinked. The exact timing and cause of the damage is unknown. Although damage was observed to the soft cannula, fluid was able to flow through the fluid path. No timeouts or drive stalls were observed in the pod data. Pod data indicates there was no struggle to deliver insulin.